Manufacturer narrative:
Continuation of d10: product ID wr9220, serial#(B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their battery was dead in them and that their recharger was malfunctioning. The patient stated they had no control and they were going bonkers with having to put pads on their bed at night and that it had been awful. Their symptoms had returned for about a week now. They had been away on vacation because a family member had died so they had to go to the funeral and when they got back, they went to charge their implant because the battery had been down to 20%, but they couldn't get it to charge because the battery lights on the recharger when they got the recharger out to charge it were rapidly scrolling and they weren't able to get the lights to stop scrolling. Troubleshooting was performed, however that did not resolved the issue. A replacement recharger was sent.